Event description:
It was reported that the device may have had premature battery depletion due to high left ventricular lead thresholds resulting in high output. Follow-up revealed this was due to the lead location and patient anatomy. The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.